Manufacturer narrative:
PMA / 510(k)# k901449. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® sodium fluoride 15mg potassium oxalate 12 mg (fx) blood collection tubes had a additive abnormality. No serious injury or medical intervention reported.